Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. The lesion being treated was located in the moderately tortuous, severely calcified and 90% stenotic distal left circumflex artery. The physician advanced the 3.25x8mm quantum maverick balloon to the lesion and inflated it to 14 atms for three seconds and it ruptured. There were no pt complications. The device was removed intact. The procedure was successfully completed with a different device. Pt status is reported as "good".

Manufacturer narrative:
Device eval: the complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the prod family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.